Event description:
The device was used during a gastrectomy procedure. Reportedly, the instrument partially fired. The surgeon applied another device to c0mplete the procedure. The hosp has reported no patient injury occurred.